Event description:
On (B)(6) 2021, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultra mini meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care agent (cca) documentation. The patient was unable to recall when the alleged meter inaccuracy began. The patient reported that on one occasion 3 weeks prior to contacting lfs (date not reported), they obtained an alleged inaccurate high blood glucose reading of ¿400 mg/dl¿ with the subject meter. The patient manages their diabetes with intermediate and fast-acting insulin on a self-adjusting dose. In response to the elevated reading, the patient reported administering an unspecified dose of insulin. After the insulin was administered, the patient claimed they developed symptoms of ¿dizziness¿, ¿weakness¿ and their ¿vision was affected.¿ the patient claimed they consumed food/drink as treatment. No other device was used for testing. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted the patient did not have control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after administering insulin based on an alleged inaccurate high result obtained with the subject meter.